Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on 01oct2022 the patient developed major bleeding. They were treated with a blood transfusion and cardiac catheterization on (B)(6) 2022. They were discharged on (B)(6) 2022.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2022 for bleeding without an obvious source. A cardiac catheterization was performed, and the patient was transfused with red blood cell (rbc) concentrate. It was noted that the patient had been on anticoagulants at the time of the event. The relationship between the event and the device was reportedly low but undeniable, as it was believed that the cause of the bleeding was due to decreased hematopoietic function caused by heart failure and the complexities of medical management. The patient was ultimately discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.